Event description:
The surgeon was twisting the callodriod screw in and the screw part broke off.

Manufacturer narrative:
All facts/observations show that the screw part of the bone repositioning instrument broke because of too high bending loads. In view of the extreme damages on the thread and the pitting corrosion, a breakage because of these pre-damages cannot be excluded. Indications for material or manufacturing related failures were not found in the investigation.